Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, severe pvl was noted; a second valve was implanted. The cause could be related to patient co-morbidities (chf, htn) and/or cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure. Human factors.

Event description:
Approximately 3 months and 20 days post implantation of a 29mm sapien 3 valve, the patient received a second 29mm sapien 3 valve. As reported, 3 months post implantation the patient presented at follow up with progression of dyspnea on exertion and sob and what appeared to be a moderate to severe paravalvular leak (pvl). As per tee performed approximately 2 months post procedure, bioprosthetic stent-valve was present in the aortic position. There was mild paravalvular aortic regurgitation. The peak transaortic gradient was 10.0 mmhg. The mean transaortic gradient was 5.0 mmhg. At that time, the patient was to continue with a current medication regimen, and regular follow ups given the worsening shortness of breath. Approximately 1 month later, the patient developed severe paravalvular regurgitation. An attempt at placing a plug to treat the pvl resulted in mild improvement. This was followed by a 29mm sapien 3 valve deployed which resulted in mild pvl. Post-operative tee revealed a well seated valve with normal leaflet motion. There was no significant aortic regurgitation and trivial pvl.